Event description:
The pt was admitted through the emergency dept in cardiogenic shock with ventricular tachycardia & ventricular fibrillation requiring cardioversion x2. Pt was taken for emergent cardiac catheterization with left ventriculography. Emergency ptca of the left anterior descending with attempted intracoronary stenting. Following successful angioplasty, a 0.014 sport wire was advanced distally through the balloon system and an attempt was made to pass a stent. The stent placement was incomplete secondary to calification and tortuosity. The stent was left in the proximal portion of the left anterior descending. Emergent myocardial revascularization x4 was performed. Pt was discharged on 10/17.